Event description:
It was reported that respiratory rate signal oversensing was observed, from 2 stored episodes in the implantable cardioverter defibrillator (ICD). The patient is not dependent. Technical services discussed programming the respiratory rate trend off. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.